Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had rejected brand new batteries multiple times in a row. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl.

Manufacturer narrative:
The thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarm on (B)(6) 2024 at 16:57:00.000. Replace battery alert on (B)(6) 2024 at 02:28:00.000. Multiple failed batt/battery failed alarm on (B)(6) 2024 at 02:37:57.000. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery failed alarm during testing. The pump accepts the test alkaline batteries multiple times noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted; however, found corroded battery tube. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay identified during the visual inspection. In summary, pump passed required testing. No unexpected battery failed alarm during testing. However, battery failed alarm confirmed multiple times in the pump history due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.